Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped on the floor. A crack was seen on the display. The display was readable. Customer's blood glucose level was 115 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.